Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore date of this report and date received by manufacturer are the same as the date in. Returned to manufacturer. Corsair pro microcatheter and gaia second guide wire were returned for evaluation. Both devices were stuck on each other when returned. [Corsair pro] the tip of the corsair pro was found stretched. Strands on the shaft were disarranged due to accumulated torsion. Microscopic observation found the tip was slit and the very distal part of the tip was missing. Multiple circumferential cracks were observed proximal to the torn end of the tip, indicating tensile stress had contributed to tearing of the tip. There were helical and circumferential scratches throughout the tip, which were most likely made by contacting calcified plaque. [Gaia second] the returned gaia second had its coil fractured at approximately 35mm from the tip. Distal to the fracture end, the coil was loosened due to continuous rotations. Proximal to the fracture end, disarrangement by accumulated torsion was observed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the corsair pro being stuck on the gaia second was likely due to stretching of the tip of the corsair pro. Stretching of the tip was most likely attributed to tensile stress generated with removal. The stress would exceed the product design limit when the tip of the corsair pro was bit and caught by the calcified cto, making the tip stretch and the catheter lumen become narrowed. Damage observed on the tip suggested that tearing of the tip was most likely attributed to the patient anatomy. As for fracture of the coil of the gaia second, it was presumed that torsion had most likely contributed when the tip of the gaia second was also caught by the lesion. The applied stress would localize and therefore exceed the product design limit, fracturing the coil. It was concluded that this event was not attributed to product quality. Damage observed on the tip inferred that the missing part could possibly be left in the patient. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] damage.

Event description:
It was reported that an asahi gaia second guide wire and corsair pro microcatheter became stuck one another during a percutaneous coronary intervention (pci) to treat a moderately calcified, moderately tortuous chronic total occlusion (cto) in the right coronary artery (rca). The microcatheter was advanced over the guide wire and upon removal of the microcatheter, the guide wire was found wedged inside the microcatheter. Both devices were removed together. The patient was in good health and had no adverse effects associated with this event. Gaia second: MFR report # 3003775027-2021-00095.